Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The customer contacted baxter's technical service center regarding air in tubing (without alarm), which occurred on the homechoice (hc) during use, during dwell. The home patient (hp) stated there are a few really tiny air bubbles in the heater line and he wanted to know if it was okay or what he should do since he did not have anymore supplies with him. The baxter technical service representative (tsr) asked what part of therapy he was in and he said the first dwell. The tsr then explained that he should be fine. The hp would just continue therapy and the hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The writer contacted the home patient on (B)(6) 2012 and he continued therapy with the same supplies like the baxter technical service representative (tsr) instructed him to do. The air bubbles initiated in his 1.5% bag and went into the cassette tubing. The bubbles were teeny tiny and almost like fizz. He had been driving with his supplies before doing therapy and thought that the jostling around of the supplies caused the bubbles in his bag. He did not notice anything unusual with any of the previous supplies. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.